Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with essure removal on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Further company follow-up with the consumer or lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 44-year-old female patient who had essure (batch no. 627295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and endometrial ablation performed on same day." And device monitoring procedure not performed "essure confirmation test not performed". The patient's concurrent conditions included adenomyosis, back pain, menstrual disorder nos and uterine bleeding. Concomitant products included citalopram hydrobromide (celexa) since 2008. On(B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"). In 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2009, 7 months 9 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe crampig") and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea and the last episode of abdominal pain was resolving and the genital haemorrhage, vulvovaginal pain, abdominal pain lower and fatigue outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results: 13-jul-2009: surgical pathology report: final pathologic report: a. Morcellated uterus (91 gm). Cervix: not submitted with this specimen endometrium: proliferative pattern endometrium. Myometritlm: multi focal adenomyosis serosal surface: unremarkable further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received. Events vaginal, menorrhagia, nausea, abdominal pain, fatigue, medical device monitoring error, device monitoring procedure not performed were added. Lot number & lab data updated. Concomitant & historical drugs conditions were added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 44-year-old female patient who had essure (batch no. 627295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and endometrial ablation performed on same day." And device monitoring procedure not performed "essure confirmation test not performed". The patient's concurrent conditions included adenomyosis, back pain, menstrual disorder nos and uterine bleeding. Concomitant products included citalopram hydrobromide (celexa) since 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"). In 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2009, 7 months 9 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea and the last episode of abdominal pain was resolving and the genital haemorrhage, vulvovaginal pain, abdominal pain lower and fatigue outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results: (B)(6) 2009: surgical pathology report: final pathologic report: a. Morcellated uterus (91 gm). Cervix: not submitted with this specimen. Endometrium: proliferative pattern endometrium. Myometrium: multi focal adenomyosis. Serosal surface: unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.